Event description:
Non-specified repair request initiated for device. No patient impact was reported. Repair request was escalated to complaint due to evaluation findings of attachment foot missing. No additional information was available on follow-up.

Manufacturer narrative:
Report was confirmed by evaluation. A portion of the foot of the attachment was detached and missing. It was noted that the attachment foot had been damaged by tool contact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."